Event description:
Country of complaint: (B)(6). Burn to patients mouth.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the handpiece is visually in used condition (assembled). Tool acceptor part is working correctly. However, tool locking mechanism is rough running . Tip of the handpiece is deformed. Running noise as well as slight warming was noted during test run without load before disassembling. After disassembly, the handpiece showed clear internal abrasion. The ball bearing are also with abrasion signs and the ball bearings are damaged. Abrasion found on this handpiece are an indicator of insufficient lubrication, causing increased friction during usage. The tip of the handpiece is massively deformed, indicating possible high forces applied to the handpiece in lateral direction. Any hints for a product issue could not be detected during inspection. Inadequate lubrication and too high lateral forces during use are cause of described event. The investigation of the also received components gd672 and gd678 confirm the products to be within their specifications. No malfunctions or deviations were found. A relation of these components being related to the noted heating were not found.